Manufacturer narrative:
No product was returned for investigation.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported cardiac effusion could not be confirmed.

Event description:
During a procedure, a cardiac effusion occurred. Following the second transseptal, a cardiac effusion was noted and the patient became hypotensive. The ice catheter was used to confirm the effusion. A pericardiocentesis was performed to stabilize the patient. It was indicated the inability to obtain good septal view and the stiffness of the catheter may have contributed to the perforation, however the abbott device did not physically cause the effusion.